Event description:
It was reported to philips that the heartstart mrx does not pass operating tests. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Based on the information available and the testing conducted by onsite support, it was determined that there was a malfunction of the high voltage capacitor. The capacitor was replaced and the device was returned to full functionality. The device remains in use at the customer's facility. No further action is warranted at this time.